Event description:
An end user reported an issue with a mariner of 5f x 100cm 038 nb 6sh. It was reported that during a pmeg (physician-modified endovascular graft) procedure. A mariner omni flush angiographic catheter was used, and while in use, a part of the tip broke off at the wall of the patient's aorta. This piece was not able to be retrieved.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint of "angiographic catheter tip broke off at the wall of the patient's aorta" could not be confirmed as no complaint sample was returned for evaluation and the customer did not provide any photos of the damaged product. Without receiving a sample for evaluation, a definitive root cause cannot be determined. Potential contributing factor for the tip detached issue is damage to catheter tip during storage as some customer's choose to storage catheters outside of their inner box, loose via hang hole. In lieu of a reported lot number, a ship history report (shr) was generated for item number ((B)(6)) in order to ascertain the last three lots shipped to the reporting customer in the twenty-four (24) months prior to the procedure date. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: instructions for use 16900444-01 is provided with this catheter device and contains the following statements. Intended use angiographic catheters are single-use invasive medical devices which are intended to be used for patients in need of angiographic diagnosis. The catheter is inserted into the vasculature system and guided to the target anatomical location. The primary function of angiodynamics angiographic catheters is to deliver contrast media to a specified anatomical location for subsequent diagnosis or intervention. Any serious incident which has occurred with the use of this device should be reported to angiodynamics or your in-country representative. Warranty angiodynamics, inc. Warrants that reasonable care has been used in the design and manufacture of this instrument. This warranty is in lieu of and excludes all other representations and warranties not expressly set forth herein, whether express or implied by operation of law or otherwise, including, but not limited to, any implied warranties of merchantability or fitness for a particular purpose. Handling, storage, cleaning and sterilization of this instrument as well as other factors relating to the patient, diagnosis, treatment, surgical procedures and other matters beyond angiodynamics, inc.'s control directly affect the instrument and the results obtained from its use. Angiodynamics, inc.'s obligation under this warranty is limited to the repair or replacement of this instrument and angiodynamics, inc. Shall not be liable for any incidental or consequential losses, damages or expenses directly or indirectly arising from the use of this instrument. Angiodynamics, inc. Neither assumes, nor authorizes any other person to assume for it, any other or additional liability or responsibility in connection with this instrument. Angiodynamics, inc. Assumes no liability with respect to instruments reused, reprocessed or resterilize, modified or altered in any way, and makes no warranties or representations, express or implied, including but not limited to merchantability or fitness for a particular purpose, with respect to such instruments. Contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged. If damage is found, call your angiodynamics, inc. Representative. Inspect prior to use to verify that no damage has occurred in shipping. Do not use if package is damaged. Potential adverse effects the following adverse reactions have been reported and are associated with the use of angiographic catheters: · thrombus formation · emboli · arterial wall damage · plaque dislodgment · hematoma · cardiac arrhythmias · myocardial infarction · stroke · death a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).